Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Nurse manager reported that the system stopped/locked during the refractive surgery procedure when it was 45% completed. On follow up communication, surgeon confirmed that he concluded the remaining 55% of the procedure, with the same equipment and there were no injuries to the patient.